Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2020 and it was reported that the cause for the patient not hearing the alarm was unknown; the patient simply didn¿t hear it. The pump was replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative on (B)(4) 2020 who reported that the logs indicate a pump motor stall occurred. Per the logs a motor stall occurred on (B)(6) 2020 at 5:51 am and a stopped pump duration exceeded 48 hours message occurred on (B)(6) 2020 at 5:51 am. The patient was not due for a replacement. There was no MRI, a cat scan on (B)(6) 2020. The actions and interventions taken to resolve the issue was a replacement. The replacement was scheduled for (B)(6) 2020. It was unknown if the issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.

Manufacturer narrative:
H3: analysis of the pump revealed pump motor gear train anomaly corrosion and or wear and or lubrication; stall due to shaft bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine (180 mcg/ml at 83.68 mcg/day), bupivacaine (20 mg/ml at 9.13 mg/day), and fentanyl (7600 mcg/ml at 3470.67 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2020 the hcp reported that the patient had a CT scan on (B)(6) 2020 in the hospital. The patient¿s hospitalization was not related to her infusion system devices or therapy it was due to a respiratory diagnosis. Per the hcp, it was possible the patient could have been near the MRI suite for that procedure. The pump logs indicated that a motor stall occurred on (B)(6) 2020 at 5:52 am. The patient did not hear the critical alarm until yesterday ((B)(6) 2020). The hcp was wondering how to silence the motor stall alarm. The hcp had interrogated the logs and hour prior to calling in and checked the logs on the call and no motor stall recovery occurred. No patient symptoms/complications were reported. No further complications have been reported as a result of this event.